Event description:
Intra-aortic balloon pump rupture. On (B)(6) 2023 poor waveform, likely kinking, balloon pump removed due to blood in helium line. A 69 y/o male who presented for advanced heart failure evaluation and was placed on an iabp via axillary approach on (B)(6) 2023 with subsequent removal on (B)(6) due to pump malfunction. Bruising noticed on left chest with vascular duplex demonstrating left subclavian pseudoaneurysm.